Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a misidentification of a cap proficiency specimen (vibrio vulnificus) as ochrobactrum anthropi in association with the vitek 2 gn ID card. The customer repeated the test using two lots of vitek 2 gn ID cards (241335640 and 241339740); the same result was obtained. Submittal of the survey organism is requested from the customer. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the cap survey result. Culture submittals have been requested by biomerieux for internal investigation.

Manufacturer narrative:
Biomérieux investigation was conducted. The customer's cap survey d-09 sample and the biomérieux in-house stock cap survey d-09 sample were subcultured, and testing included: two (2) vitek® 2 gn cards from the two (2) lots the customer tested, two (2) vitek® 2 gn cards from a random lot, and api® 20ne. Customer d-09 sample: the six (6) vitek® 2 gn cards tested in-house gave excellent identification of ochrobactrum anthropi, and the api® 20ne gave an identification of ochrobactrum anthropi with a 99.8% confidence level. Biomérieux in-house d-09 sample: the six (6) vitek® 2 gn cards tested in-house gave excellent identification of vibrio vulnificus, and the api® 20ne gave an identification of vibrio vulnificus with a (B)(4) confidence level. The internal testing of the two (2) cap survey organisms suggests the customer did not test the correct organism; however, in both cases the results of the api® 20ne confirm the vitek® 2 gn identifications to be correct. The vitek® 2 gn cards are performing as expected and no further action is required.